Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, during catheter placement in the afternoon in the monitoring room, dense, unidentified flocculent material was observed on the catheter guidewire. Consequently, use of the product has been suspended. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of stylet coating delamination is confirmed, but the root cause could not be determined. One stylet was returned for evaluation. An initial visual observation of the returned stylet showed use residues along the device. The stylet t-lock assembly was not returned with the device. Small, white, bunched material was observed along the returned stylet. A microscopic observation of the returned stylet showed small, white, bunched material along the stylet. The root cause of this failure could not be determined; however, possible causes of failure include pulling the stylet across the edge of the t-lock septum at an angle, retracting a dry stylet prior to flushing the system, manufacturing related deficiencies, or other unknown clinical usage or storage conditions. This complaint will be recorded for future trending and monitoring purposes.